Manufacturer narrative:
The e411 analyzer serial number was (B)(6). On 16-aug-2024 qc was outside of the acceptable range on the same reagent lot. The customer recalibrated twice using a new reagent pack from the same lot, reconstituted new qc material and qc was still outside of the acceptable range. The investigation is ongoing.

Event description:
The initial reporter questioned high results for "several" patient samples tested for elecsys anti-tpo (anti-tpo) on a cobas e 411 analyzer (disk system). Following the high results, the customer recalibrated the reagent and repeated the patient samples and the results were not reproducible. Examples of discrepant results were provided for 4 patient samples. Patient 1 initial result was >600 iu/ml with a data flag. The repeat result was 180.0 iu/ml. Patient 2 initial result was 449.5 iu/ml. The repeat result was 16.94 iu/ml. Patient 3 initial result was 492.0 iu/ml. The repeat result was 14.41 iu/ml. Patient 4 initial result was 144.8 iu/ml. The repeat result was 13.09 iu/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Calibration signals were within expectations, however, the customer does not calibrate the reagent daily. Product labeling states: "renewed calibration on all analyzers: daily: when using the same reagent kit on the analyzers". Qc data was imprecise due to the missing daily calibration. The investigation determined the event was consistent with a reagent handling issue (not calibrating the reagent daily). The investigation did not identify a product problem.